Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 14 mg/dl at the time of the incident. The customer reported that their neighbor called emergency medical services and was treated with a sugar intravenous therapy. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported they traveled on (B)(6) and went through the x-ray machine with their insulin pump. The displacement test was performed and passed. The insulin pump will be returned for analysis.